Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level (value not provided) and diabetic ketoacidosis. Reportedly, the customer had influenza and suspected illness to be a contributing factor to elevated bg; however this could not be confirmed. Subsequently, customer was hospitalized. Bg was treated with intravenous drip, and blood work. Reportedly, the customer was released from the hospital on an unspecified date with the issue resolved and no permanent damage.